Manufacturer narrative:
The unit passed the self-test and displacement test. However, several a47 alarms were found at the alarm history file. The a47 alarms were due to the corrupted history file. The unit was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that insulin pump alarmed multiple alarms. The blood glucose level was not included in the report. Nothing further was reported.